Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient experienced a thermal burn during a cataract with intraocular lens implant (iol) procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the healthcare professional stating that the patient is doing well but had no other information to provide.

Event description:
Additional information was received from the customer reporting an appropriate outcome was achieved with no further complication. No other information will be provided.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).